Event description:
In a case using the halo90 ultra ablation catheter, the physician noted that it was difficult to introduce the device while the device was in the oral cavity. The device was noted to be in a partially flexed position after removal and was shipped to the MFR for inspection. The device complaint was related to the device's pivot mechanism's inability to return the electrode cap to a flat neutral position. The cap is intended to be in a flat neutral position except when the device is in contact with tissue for treatment; therefore, this is considered a device malfunction. This malfunction may lead to difficulty in retrieving the device from the pt, particularly at the bite block. Although no pt injury occurred, barrx is submitting an MDR for this complaint to ensure full compliance with 21 c.f.r. Part 803.

Manufacturer narrative:
Preliminary product investigation result: tests were performed to reproduce the failure and it appears that by using excessive force to push the cap towards the proximal end of the catheter the nitinol wire can be forced to retract below the specification minimum length. This may compromise the device's pivot mechanism which may result in the electrode cap not returning to its flat neutral position. Per the product specification, the length of the nitinol wire protruding from the silicone base and into the electrode cap at the time of manufacture and release of the device should be 5mm to 6mm. The returned product showed a wire length of 1.5mm which is below the minimum length specification value.